Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation') and transfusion ('blood transfusion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, lightheadedness, emesis, upper abdominal pain, shortness of breath and diabetes mellitus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("frequent menstruation"), underwent transfusion (seriousness criterion medically significant) and was found to have uterine leiomyoma ("intramural leiomyoma of uteru"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, transfusion, polymenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, polymenorrhoea, transfusion and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record was received. Case becomes incident. Medically confirmed case. Event added- excessive menstruation, frequent menstruation, intramural leiomyoma of uterus. Essure insertion and removal date, reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('excessive menstruation') and transfusion ('blood transfusion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, lightheadedness, emesis, upper abdominal pain, shortness of breath and diabetes mellitus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and polymenorrhoea ("frequent menstruation"), underwent transfusion (seriousness criterion medically significant) and was found to have uterine leiomyoma ("intramural leiomyoma of uteru"). The patient was treated with surgery (supracervical hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the menorrhagia, transfusion, polymenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia, polymenorrhoea, transfusion and uterine leiomyoma to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.